Manufacturer narrative:
Manufacturer investigation conclusion: the reported twist and kinks in the outflow graft were confirmed through the evaluation of photographs submitted by the account, which could have contributed to the reported low flow alarms. However, the reported low flow alarms could not be confirmed through this evaluation as no log files from the time of the reported event were submitted for review. The submitted photos from the time of the surgical procedure appeared to show two kinks in the sealed outflow graft material located adjacent to the distal end of the bend relief and a few inches distal to the bend relief toward the aortic anastomosis. In addition, the photos showed a moderate clockwise twist in the outflow graft beneath the bend relief near the graft adapter. Although the evaluation could not determine a specific cause for the outflow graft twist and kinks or a duration of time for which they were present, the graft distortion confirmed via the submitted photographs could have contributed to a decrease in blood flow through the device and resulting low flow alarms. Information provided indicated that the outflow graft material was untwisted and shortened. Subsequently, the lvad system resumed normal operation and pump parameters returned to baseline. The patient was stable following the procedure. The patient remains ongoing on heartmate 3 left ventricular assist system and no additional events have been reported at this time. The heartmate 3 lvas IFU contains information on preparing the sealed outflow graft and cautions the user not to rotate/twist the graft. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document further instructs the user to stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 9 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital because of frequently occurring low flow alarms and a worsening of the patient¿s general condition. A CT angiogram was performed. 3d reconstruction showed two kinks in the outflow graft, potentially related to a length mismatch of the outflow graft. The part under the bend relief showed an area with a potential twist. The patient was returned to the operating room and the kinks in the outflow graft and the twist underneath the bend relief were confirmed. The outflow graft was cut, untwisted and shortened. After the operation, normal pump flow was achieved. No further information was provided.